Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of a minicap transfer set began to fill with "sediment". This was observed during an unspecified process step of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, three (3) photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that black spots resembling the appearance of mold growth were observed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.